Event description:
Boston scientific received information that during routine patient follow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurements and high pacing threshold measurements. A surgical revision was planned at a later date. Also, the physician is going to reprogram the rv lead configuration. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A surgical revision was planned at a later date. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that a surgical revision was performed with a new lead being successfully implanted. All electrical parameters were within normal range. Available information indicates that the lead was surgically abandoned in the patient with the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.